Manufacturer narrative:
Concomitant therapies: bupropion; synthroid; trazodone, estrace, zopiclone. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of draining pustules, facial abscess, granuloma, and serious disfigurement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of disfigurement, granuloma, abscess, and skin inflammation: "precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
A healthcare professional had reported treating a patient that had been injected with juvéderm¿ voluma¿ with lidocaine (lot# vb20a30264) in the cheeks. A month later, the patient was also injected with perlane into the cheeks. The patient developed a tooth abscess about 7 months later which was considered to be unrelated to the injected product. The injecting healthcare professional also reported that the patient had additional injections with juvéderm¿ voluma¿ with lidocaine (lot# vb20a40153 and vb20a40238) in the cheeks 2 months later. On the following month the patient developed "multiple draining pustules" on the bilateral maxillary area and right preauricular area. The believed etiology of the symptoms were thought to have been caused by dental abscesses triggering the body rejection of the fillers. About three months after the appearance of symptoms, the patient had a drainage of abscess on the left cheek. Two months later, the patient had a partial maxillectomy. On the next month, the patient had an "admission for facial abscess." Eighteen to nineteen months later, the patient had further excision of areas on cheek and an excision of granuloma on cheek. Patient has also been treated with hyaluronidase and is under the care of "dermatology/plastics." It was noted that there was serious disfigurement. Symptoms are ongoing. A dermatologist that has reviewed the patient believes the patient had a "dormant biofilm" and that the tooth abscess triggered the symptoms. The dermatologist also mentioned that the "scars from facelift also reacted." Prior to the tooth abscess, the patient had been "absolutely fine." Patient was concomitantly taking bupropion, synthroid, trazodone, estrace and zopiclone. This is the same event and the same patient reported under MDR ID #3005113652-2017-00438 (allergan complaint # 1442612) and MDR ID #3005113652-2017-00273 (allergan complaint # 1412366). This MDR is being submitted for the third suspect product, juvéderm¿ voluma¿ with lidocaine (lot# vb20a40238) also a device manufactured by allergan.